Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected there was a pump thrombus as the pump was not performing to meet the patient¿s hemodynamic needs. Pump parameters are all within normal range and waveform looked optimized on last logfiles. There were no alarms. Last lactate dehydrogenase (ldh) noted was 471 and stable plasma free hemoglobin. The decision was made to exchange the ventricular assist device (vad). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathology report revealed evidence of thrombus within the pump, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.